Event description:
A malfunction was reported with a code displayed as malf 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues reoccur.